Event description:
Customer had a fasting blood glucose comparison performed. The lab result was 89mg/dl and the device result was 136mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.